Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. During investigation it was discovered that the defect was needle through catheter in the unit package, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use with bd insyte-n¿ autoguard¿ shielded IV catheter the catheter was discovered to be sheared. The following information was provided by the initial reporter: we just opened a insyte-n autoguard winged catheter and noticed the tip to be sheared. The nurse did not do anything to the catheter except open it and examine it. I do have it sequestered if it needs examined. I did pull the others I found with the same lot number. I opened one of the catheters with the same lot and did not notice any issues with the tip. Investigation of sample revealed the issue to be needle through catheter.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.56in. Insyte-n autoguard winged unit from lot number 3055706. Through the visual inspection the needle is retracted. No media was present. A leak test was performed where a leak near the tip of the catheter was detected. Further microscopic analysis determined that the catheter tip was acceptable, but a ¿v-shape¿ cut was discovered on the catheter tubing. This v-shape cut is normally a result of a needle spear through. Your reported issue was confirmed as the needle pierced through the catheter. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd insyte-n¿ autoguard¿ shielded IV catheter the catheter was discovered to be sheared. The following information was provided by the initial reporter: we just opened a insyte-n autoguard winged catheter and noticed the tip to be sheared. The nurse did not do anything to the catheter except open it and examine it. I do have it sequestered if it needs examined. I did pull the others I found with the same lot number. I opened one of the catheters with the same lot and did not notice any issues with the tip.